Event description:
Boston scientific received information that this patient had reported of not feeling good following implant. The patient came into the hospital for check-up and noted that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead had exhibited high, out of range pacing lead impedance of greater than 2,000 ohms. Upon x-ray, the lead looked fractured. A lead insulation issue was also suspected. The lv lead was removed and a new lead was successfully implanted. The crt-d remains in service while the lv lead was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted both the insulation and conductor coil was flattened approximately 54 to 58 cm from the lead¿s terminal pin. An x-ray was taken and confirmed that the anode coil was fractured. Resistance testing was completed to assess lead electrical performance and the measurements for the anode were out of range. Evaluation of this lead indicated that the insulation damage and fracture was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.